Event description:
Customer alleged a blood glucose result of 412 mg/dl on the aviva system. The customer stated that she had no symptoms, but went to the emergency room where she obtained a second, back-to-back result on the aviva system of 112 mg/dl. The customer stated the she was not treated. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.